Event description:
It was reported that a portion of the threads of two 46mm partially threaded cannulated screws sheared off as the screws were inserted during a patella fracture repair. No reported surgical delays and all fragments which, were visible upon final x-rays, were retrieved. The originally implanted screws were left implanted and the procedure was successfully completed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device broke during insertion; device was not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: a single piece of wire that (apparently) used to be the thread was provided. The remainder of the screw was not provided. There is nothing of any substance that can be evaluated. The condition of the material provided could not be attributed to a synthes manufacturing process; the complaint is not manufactured related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.